Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3889-28, lot#: v190097, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's device was removed due to an infection. The patient stated that they got a letter about having an implant placed in 2019, but that is to accurate. The patient stated that they had a battery replaced in 2014, and after the battery was replaced, the leads started to come through the skin and the patient developed an infection. The patient stated that this all happened in 2014. The device was removed by the managing healthcare professional and they have not had another implant since. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID: 3058; lot# serial#: (B)(6); implanted: on (B)(6) 2014; explanted: on (B)(6) 2019; product type: implantable neurostimulator; product ID: 3889-28; lot#: v190097; product type: lead; correction: h6: eval code concludion: 22. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.